Event description:
It was reported that a tether revision surgery was performed to address a post-operative cord breakage. Further information regarding patient impact is unavailable at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the device was not returned and no photos/x-rays were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. The surgeon also mentioned that the growth of the patient was greater than expected, which may have resulted in extra stress on the cord and contributed to this issue. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address a post-operative cord breakage. The patient was initially hospitalized for vbt revision surgery (t5-l1 right), performed for idiopathic pubertal scoliosis. Approximately 5 months later, the revision was performed due to the rupture of the cord at the height of the t8 screw, with loss of traction between t7 and t9.

Manufacturer narrative:
Corrections in a1, b5, d4: lot number, and d6b. Additional information in d4: expiration date and UDI, d6a, h4, and h6: component, investigation type, findings, and conclusions. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address a post-operative cord breakage. The patient was initially hospitalized for vbt revision surgery (t5-l1 right), performed for idiopathic pubertal scoliosis. Approximately 5 months later, the revision was performed due to the rupture of the cord at the height of the t8 screw, with loss of traction between t7 and t9.